Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an alarm sound activating when connected to the mobile power unit (mpu) was unable to be confirmed. Review of the submitted log files did not reveal any notable alarms or events. All of the captured data appeared to show the system controller and mpu operating as intended. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that no lights illuminate on the mpu, and no alarms activate on the system controller when the alarm sound is active. The event was reproduced on a loaner mpu. The alarms resolved after the system controller was exchanged. No other equipment was exchanged, and nothing was returning to abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced alarms while plugged into their mobile power unit (mpu) patient cable. Nothing abnormal was seen upon initial interrogation but patient was able to reproduce the alarms during clinical visit. The alarms were reproducible when the patient cable was manipulated or if the patient was up moving around. The same was observed when patient was on the loaner mpu. There were no lights illuminated on the mpu and no alarms show on the pocket controller when the alarms were reproduced. There was also no alarm when plugged into our equipment in the clinic. The patient was given a loaner mpu but later reported that the alarms continued while plugged into the loaner mpu overnight. There were no noted integrity issues on the controller power cables or to either mpu that they used. Log files were submitted for further evaluation. The log file captured low flow event 13mar2025 as well as several low flow flags which did not persist long enough to trigger low flow alarms. These were noted to have occurred at times when the pulsatilty index (pi) was elevated. The cause of the alarms was the system controller and that after a system controller swap was performed the alarms resolved.